Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard ssk posterior stabilized tibial bearing 18mm x 71/75mm catalog #: 185048 lot #: 765060, vanguard ssk femoral component ¿ right 60mm catalog #: 183302 lot #: 993190, vanguard femoral distal augment 5mm x 60mm catalog #: 184102 lot #: 755510, biomet splined stem with screw catalog #: 141618 lot #: 220740, biomet modular tibial locking bar catalog #: 141205 lot #: 533370, biomet interlok fixed cruciate tibial plate 71mm catalog #: 141233 lot #: j2409086, biomet all poly patella button 34mm diameter catalog #: 11-150842 lot #: 067390. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-09299; 0001825034-2018-09303; 0001825034-2018-09304; 0001825034-2018-09305; 0001825034-2018-09306; 0001825034-2018-09307; 0001825034-2018-09308; 0001825034-2018-09309. Investigation incomplete.

Event description:
It is reported that the patient is experiencing pain, swelling, limited range of motion, cracking noises, a pulling feeling at the back of the leg, a sunken area at the top of her knee and a large knot inside the knee following right knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
The device was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.